Event description:
The patient was to be entered into another company's clinical study; however, thrombus was observed and the patient was not enrolled. An acculink was deployed without incident. Upon removing the filter basket to the recovery catheter, it caught on the distal end of the stent and the wire snapped off and the physician decided to leave the filter basket with the broken piece of wire connected, in the patient. The patient is doing fine with blood flow better than it was prior to the interventional procedure. The patient has been discharged from the hospital.